Manufacturer narrative:
No medwatch form was received.

Event description:
Patient received inappropriate therapy for far p oversensing. The pace/sense portion of lead was capped; defib portion remains active.